Event description:
The device was used during a low anterior resection procedure. Reportedly, the staple line was incomplete. The surgeon performed a temporary colostomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.